Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. Black insulation was stripped or damaged. Instrument did not collide with any other instrument or tool. No fragment fell in the patient. Patient information was not provided. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate nor confirm the customer reported complaint "broken conductor wire". Manual articulation was performed with no issue detected. The instrument was found to have thermal damage to the yaw pulley. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. Probable root cause of thermal damage between grips of the bipolar yaw is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.